Event description:
Caller states that a few months ago he had a 'diabetic incident'. He can not recall the result on his device, but states that the ambulance was called, because he was incoherent. He states that the paramedics device read approx 70mg/dl. He reports receiving a glucose IV. No qc results provided. Requested return of suspect device and replacement was sent.